Event description:
During an incident in 2002 involving an approx 40 year old make pt who was in cardiac arrest due to suicide by hanging, this defibrillator, being use with meditrace pads expiration dated 1/2004, would not get past the "attach electrodes prompt. Different pads were tried. The pt was transported to a hospital where he was pronounced. The crew has tied another cable with this defibrillator and still got the "attach electrodes" prompt.